Manufacturer narrative:
Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. The provided lot number (30914039m) was not recognized in the system. As a result, the manufacturing record evaluation (mre) cannot be conducted. Should the correct lot number be made available at a later date, the complaint file will be reopened and an mre review will be performed and documented. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a left ventricular septal perforation ablation procedure with a decanav electrophysiology catheter. The patient suffered cardiac perforation. During mapping of the left ventricle in the vt case, the catheter protruded toward the right ventricle at the apical septal side. Perforation occurred. Although the physician confirmed whether pericardial fluid was accumulated by echocardiography, pericardial fluid was not confirmed. Timing when complaints occurred was during mapping in the left ventricular. The procedure was continued because there was no heart murmur, and no decrease in blood pressure. After the end of the procedure, echocardiography was performed again, and pericardial fluid could not be confirmed. Since the vital signs were stable, the patient was followed up. The physician's opinions on the relationship between the event and the product was that the catheter splashed on the septal side, and the apex part of the heart was perforated. The complaint product will not be returned for analysis. The physician¿s opinion on the cause of this adverse event was that it was procedure related. No intervention was reported. The patient fully recovered. No extended hospital stay required. No transseptal puncture was performed. Ablation was not performed prior to noting any pericardial effusion or cardiac tamponade. No evidence of steam pop. The event occurred during the mapping phase. The lot number for the 7fr decan,11p, d,2.4mmle,282mm, catheter (r7d282ct) was confirmed to be 30914039m.